Event description:
The deep brian stimulator was returned to the manufacturer for analysis. The patient had expired and the device was explanted prior to cremation. No additional clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.